Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to. While custer was on call, representative at doctor's office assisted with preparing to prime. It was found that customer did not rewind prior to inserting reservoir. Customer also reported that the act buttons was sticking. Call was disconnected and was not able to troubleshoot for keypad anomaly. Customer's blood glucose was 140 mg/dl.